Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the system/memory pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the word service was splashed across the display and that all of the led's on the keypad were illuminated. This is indicative of a device lockup condition that could delay, or prevent, defibrillation therapy.